Manufacturer narrative:
Film analysis summary: the reported endoleak from the right limb occurring during implant was confirmed; however, the exact cause/source could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and additional films during implant of the devices were not available for return. A type iiia junctional endoleak seems less likely as there appeared to be sufficient component overlap. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved. Analysis of the two returned videos and single still image did not reveal any out of specification stent graft integrity issues. The endoleak appeared to be in a location where the limbs were not overlapping; across a single fabric layer beginning just below the distal end of the bifurcate ipsilateral limb and extending to the origin of the right external iliac artery. The endoleak was also in a location where the limb was unapposed to the vessel wall within the bottom of the aaa sac and the aneurysmal right common iliac artery. After the area of contrast was relined with an additional fabric layer the endoleak appeared to have resolved. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 33 mm abdominal aortic aneurysm and 55 mm right common iliac aneurysm. The proximal aortic neck diameter measured 23 mm and 50 mm in length with mild vessel tortuosity noted. It was reported during the index procedure after the stent grafts were implanted, a final aortogram identified an endoleak in the right limb. Re-ballooning was attempted however the endoleak persisted. A balloon was then inflated inside the limb with contrast injected inside the limb while the balloon was inflated. A type iiib endoleak coming from a hole was noted inside the limb. The limb was then relined with an additional endurant limb (1610124) and the endoleak confirmed as resolved. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.